Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023. This report is submitted on october 17, 2023.

Manufacturer narrative:
Correction: the date of this report (b4) was incorrectly reported in the previous MDR report. The correct date of this report (b4) should be march 29, 2023. This report is submitted on may 5, 2023.

Event description:
Per the clinic, the patient experienced no stimulation from initial activation and subsequently the device was explanted on (B)(6) 2023. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 27, 2023.